Event description:
The customer reported that when attempting to calibrate the touchscreen for the vs4, the whole unit would freeze for an indefinite time period. The customer rebooted the unit, removed the battery, did a power drain, and the unit would still freeze. There was no report of a death or serious injury, nor was there a report of any adverse impact to any user or patient.